Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical intervention as the device was no longer functional due to inflation issues. At the time this information was received, it was not clear which components were removed and if a replacement had been performed. There were no patient complications reported.